Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that the device had missing screws for the inter-unit interface. There was no patient involvement. This was noted during cleaning.

Manufacturer narrative:
Additional information: imdrf annex a, b codes and manufacturer narrative. The actual date of event is unknown. Investigation summary: the reported issue of the loose device component could not be confirmed due to missing devices. External and internal inspection were not performed since the devices were not returned for this investigation. Review of the picture received as an exhibit of the reported issue. A log analysis could not be performed as there were no devices or logs returned for investigation. To ensure that the bd alaristm system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage of any kind or find the device does not function as expected, return it to biomedical engineering for repair. Should an instrument or accessory be dropped or severely jarred, it should be immediately taken out of use and inspected by qualified service personnel to ensure its proper function before reuse. If an instrument appears damaged, contact bd for authorization to return it for repair. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the device's 'loose component' could not be confirmed due to a lack of suspect devices for this investigation, and limited information was provided. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that the device had missing screws for the inter-unit interface. There was no patient involvement. This was noted during cleaning.